Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12jul2024. Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on patch/shell bond edge side was assessed as unidentified (tear) opening. (Shell thickness within specification) no other observations observed, no further actions are required.